Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the customer was admitted to the intensive care unit (ICU); details and nature of hospitalization were not provided. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond.